Event description:
It was reported that the patient presented during routine generator change on (B)(6) 2025, with over-sensed noise exhibited by the right ventricular (rv) lead. Noise had resulted pacing inhibition. The lead was capped and replaced during the procedure. The patient was stable.